Event description:
A report was received that the patient had red skin on their scalp near the right lead. The physician prescribed the patient an antibiotic ointment.

Event description:
A report was received that the patient had red skin on their scalp near the right lead. The physician prescribed the patient an antibiotic ointment.

Manufacturer narrative:
Additional information was received that no further action will be taken at this time.

Manufacturer narrative:
Additional information was received that the patient did not have a co-existing (B)(6) infection or was immuno-compromised. The leads or ipg were not involved in the (B)(6) infection which was a community-acquired infection. The infection had not spread to body sites other than the scalp. On (B)(6) 2012 the patient was admitted due to the right frontal incision site infection that had been treated conservatively over the past year with no resolution. The patient underwent a planned resiting of the electrodes in the right frontal area and began treatment with clindamycin. The patient was discharged on (B)(6) 2012. The patient was given oral and intravenous antibiotics. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:db-2201-30, (B)(4), description: dbs lead, 30 cm a review of the manufacturing documentation of the leads revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that the patient had red skin on their scalp near the right lead. The physician prescribed the patient an antibiotic ointment.

Manufacturer narrative:
Additional information was received that a second smear test was taken at the patient wasn't healing and showed (B)(6). The physician is planning on revising the patients leads but will wait until the infection has cleared.

Event description:
A report was received that the patient had red skin on their scalp near the right lead. The physician prescribed the patient an antibiotic ointment.

Manufacturer narrative:
Correction to the initial MDR. This MDR was filed in error as the device was implanted in austria and the suspect model number db-2201-30 has not been approved for use in the united states.

Event description:
A report was received that the patient had red skin on their scalp near the right lead. The physician prescribed the patient an antibiotic ointment.